Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard solid tones, but there had been no alerts. The patient was working near their vehicle at the time of the tones which was suspected to have been from electromagnetic interference (emi). Also, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on the real time electrogram (egm). The lead and implantable cardioverter defibrillator (ICD) &#1157;main in use. No patient complications have been reported as a result of this event.